Event description:
Rptr underwent lasik eye surgery - but was really not a good candidate having very high myopia and high astigmatism. The dr used the summit laser that had FDA approval for leaving a 250 rule of residual stromal base. Rptr's rx was 71.00 and -12.00. The dr did an enhancement surgery knowing he would take rptr below this rule - and ectasia resulted. He also double-carded the laser which rptr is not sure meets with it's requirements. But he was aware of the risks of a too thin cornea. Rptr now needs a corneal transplant, cannot drive, work and use 3 contact lenses to see 20/40, 20/30 and rptr wears bifocals to see near.